Event description:
It was reported that this lead was capped due to a product performance issue. A new lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.